Manufacturer narrative:
The other assays related to this event are reported in medwatch reports patient identifiers: (B)(6).

Event description:
The customer stated they were receiving questionable results for cortisol on their modular analytics e-module (serial number (B)(4)). The customer provided data for four samples with discrepant results reported outside the laboratory. Repeat testing was performed on the same e-module and issued as a corrected report. The first patient's initial cortisol result was 57.92 ug/dl. The repeat result was 11.50 ug/dl. The second patient's initial cortisol result was 4.26 ug/dl. The repeat result was 15.38 ug/dl. The third patient's initial cortisol result was 63.44 ug/dl accompanied by a data flag. The analyzer automatically repeated the sample and the result was 117.3 ug/dl. The second repeat result was 15.69 ug/dl. The fourth patient's initial result was 56.86 ug/dl. The repeat result was 11.83 ug/dl. The customer was not aware of any adverse affects to the patients as a result of this event. The customer refused a service visit. The customer resolved the issue by troubleshooting the analyzer. They performed liquid flow cleaning three times and measuring cell preparation twenty times.